Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when pushing the safety button on a bd insyte¿ autoguard¿ shielded IV catheter the needle gets stuck and fails to retract properly. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: lot analysis: review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Setup and in process sampling include (not limited to) retraction by button activation and damaged components were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. 2 non-related qn¿s (200704135 for bad seal and 200703790 for run through) were initiated and disposition of the product, root cause and corrective action were applied according to the quality control plan. Visual analysis observations and testing: received a total of 8 units within sealed packages from lot number 7214509, all components were present and intact. Visual/microscopic examination: no physical/mechanical damage was observed to the spring, needle hub or grip. There were no missing components or evidence of glue on the buttons or hubs. Functional test (needle retraction): the needle covers were removed, manually rotated the catheter tips 360 degrees, the catheter tubing did not ¿candy canned¿. The white buttons were depressed and the needles retracted meeting no resistance. Retraction was successful. Investigation samples(s) meet manufacturing specifications: yes. No mechanical/physical damage was observed and the units demonstrated a successful retraction when tested in the laboratory environment. Conclusions: the defect of needle retraction failure as stated in the event description could not be confirmed with the units returned for evaluation and testing. Root cause: relationship of device to the reported incident: indeterminate. The returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the event description could not be confirmed or replicated with the returned units.